Manufacturer narrative:
Additional information: b5 - the reporter indicated that a 13.2mm, vticm5 13.2, -11.00/6.0/074 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2021. Lens rotation not associated to a low vault was observed. Lens was repostioned on (B)(6) 2021. This did not resolve the problem. Cause of the event is reported as unknown. Reportedly, refractive error in form os astigmatism is still existing after repositioning. Laser surgical treatment is planned. H6 - work order search: no similar complaint type(s) were reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
Age - unk. Sex - unk. Weight - unk. Ethnicity - unk. Race - unk. Date of event - unk. Product code: unk (esubmitter software does not allow for a blank or 'unk' entry). Implant date - unk. This product is not marketed in the us. Device mfg date - unk. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted an implantable collamer lens into the patient's left eye (os). Reportedly, a lens repositioning is planned. Lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.